Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25-26 mg/dl. Low bg cause was not known. Customer consumed dextrose to address low bg. Subsequently, the customer lost consciousness and went to the emergency room (ER). Customer was treated with glucagon to address low bg. Customer was released from the ER in stable condition with no permanent damage.